Manufacturer narrative:
(B)(4): unknown since the serial number is unknown.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report from a doctor that he has had four to five (4-5) tecnis zcb00 intraocular lenses (iol) where the haptics ''stuck hard'' to each other during the implantation of the device. In follow up received 29jan2015 the report clarified that the haptics were stuck to each other and to the optic. The reporter indicated that he has not changed his technique and is using the same ocular viscoelastic product. There were no patient injuries associated with the event. Device has been discarded; no further investigation possible.